Event description:
Per product complaint, no further details available. The main reason I am writing to you is because about a month ago I discovered a wound under my arm near where I had radiation and surgery due to breast cancer years ago. The area is somewhat numb, so I did not feel the wound. Once I saw it, I treated it with antibiotic cream, and when it did not go away, I went to a dermatologist. The conclusion was that I had been burned by a heating pad. I am still waiting for the burn to heal.